Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be insufficient drain- tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:52:06.during night drain cycle seven, the patient's ultrafiltration reading was 1772ml, indicating the home patient (hp) drained 1352ml more than their maximum programmed fill volume of 2100ml.this information meets iipv criteria.no additional information available.

Manufacturer narrative:
(B)(4).the device was received and is currently being evaluated. A follow-up will be sent when the evaluation is complete or if any additional information is received.